Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed during a follow-up in clinic. The patient was asymptomatic. Programming changes were made and further testing was recommended. The patient was stable and t-wave oversensing was resolved.